Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm lenght aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The pt had a short and angulated aortic neck, the abdominal aortic aneurysm size measured 5.5 cm in the greatest diameter. It was revealed that there was also a left iliac artery aneurysm. It was reported that coil embolization was performed in the iliac artery. It was reported that due to the shortness and angulation of the aortic neck there is an accessory inferior leeft renal artery that was coiled and covered to give adequate coverage control of the next aneurysm. The stent graft was then successfully deployed. Upon final angiogram it was reported that there was a type ii endoleak. The type ii endoleak originated fromt he small branches off the right internal iliac artery, which will be monitored. The pt was taken to recovery in stable condition. It was reported that the pt expired due to a myocardial infarction on an unknown date. It was reported that there was not going to be an autopsy performed. No additional sequelae were reported and no further information available.